Event description:
It was reported that this pacemaker recorded multiple episodes of atrial tachy response (atr) and pacemaker mediated tachycardia (pmt) with tachyarrhythmias. Device data is expected to be completed at the next follow up appointment. This device remains in service. No adverse patient effects were reported.